Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
A distributor contacted heartsine to report that their device gave "child patients" prompts when power on with the adult pad-pak. In this state, wrong defibrillation therapy may be delivered. There was no patient use associated with the reported event.

Manufacturer narrative:
Heartsine evaluated the customer's device and determined a failure of the reed switch (sw1) to be the cause of the reported issue. The device was scrapped by heartsine.

Event description:
A distributor contacted heartsine to report that their device gave "child patients" prompts when power on with the adult pad-pak. In this state, wrong defibrillation therapy may be delivered. There was no patient use associated with the reported event.